Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported as being discarded. Review of device history records for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device performed arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, one day post procedure, a pseudoaneurysm developed in the target groin. The patient was treated with an injection of thrombin. There was no reported adverse patient sequela. Though requested, no additional information was provided.